Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The caller called for MRI guidelines for a partial lead fragment. They had limited information on when the lead fragment occurred and reported the patient was not available at the time of the call. They stated the patient had multiple ins replacements and it happened some time in the middle of the ins change outs. Additional information was received from the patient. They reported the device was already removed and there was a chip left behind that was hitting a nerve and threatening mobility if removed. They were transferred to patient services where additional details were gathered. They reported that the lead fractured during the removal procedure. When the lead chipped it was stuck and had never been removed. They said it was causing them pain as it was against their nerve. They had been to see a neurosurgeon who said they had a 50:50 chance of losing the feeling in their legs as a result of removing the lead chip. They also stated it was attempted to implant a new device on their left side. The patient believed this event had already been reported. They reported relevant medical history of pelvic floor issues. The called back and reiterated that the device was in pain from their nerves being burned and the healthcare provider using a 'device'; they also stated they were not sure if they used a 'metal device' that could have affected the lead chip. They said they called their radiologist who confirmed the fractured lead via CT scan, but their pain hcp stated they could not find it, there was nothing there.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0ldr6, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.